Manufacturer narrative:
The device was not returned for evaluation. Root cause likely is due to the patient requiring more insulin than prescribed with the vgo 20. Additionally, adhesive issues can exist in spite of proper site prep, as other factors such as increased body movement or perspiration can cause device to loosen or fall off.

Event description:
Type 2 diabetic on vgo 20 for 11 days reported call that he had a high reading of 529. Patient first applied vgo the day before around 330pm. Patient stated yesterday morning reading fast was round 200. Patient stated after breakfast reading went up. Around 12:14pm reading was 481, 12:54 reading was 526. Patient then called the ambulance. Patient stated emt "check" his vitals and reading was 529. Patient took this vgo off and applied a new vgo and gave himself 4 units. Emt was there for an hour with an ER doctor on the phone. Patient did not want to go to the hospital. Emt advised he monitor his reading and if it goes up to call and they will transport him the ER. At 2:53 pm reading was 334, 3:40pm 142. At 6:43 pm reading was 109. The patient states the vgo adhesive was not keeping the device adhered to his body and the vgo needle kept coming in and out of his skin. Patient believes he was not receiving his prescribed insulin dosing as the vgo needle was not remaining in his body. Patient stated he removed the vgo in this report and took bolus clicks with emt personnel sitting at his side for about 1.5 hours. Emt maintained phone contact with hcp for medical advice, as needed. Patient blood glucose did decrease with the new vgo device and bolus delivery. Patient blood glucose prior to this event has been in the 200 range as he states the vgo 20 was not enough insulin. Patient has stopped vgo use and resumed his pre-vgo insulin dosing of humulin n 18 units tid with humalog per sliding scale tid at meals; blood glucose on insulin injections is under 200. On the vgo 20 the patient bolused per sliding scale and his blood glucose was >200. Patient reports that when his blood glucose was in the 400 and 500 range, the vgo adhesive was not keeping the vgo device attached firmly enough to keep the vgo needle in this body, to continue the flow of insulin into his body. Patient did recover from the hyperglycemia after applying a new vgo and taking bolus clicks.

Manufacturer narrative:
Block d4- expiration date provided block d4- UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4). Block e1- initial reporter corrected block e2- health professional - no checked block e3- non healthcare professional block g7- follow up #1 block h2- correction checked.